Event description:
Communication received indicates a veptr construct was implanted from rib to spine. Four days after going home the implant was noted as protruding through the back of the pt. During revision surgery the next day a bone in pt's spine was noted as broken. This bone had to be fused and most of the hardware was removed. Three to four days later the remaining hardware was noted to be protruding from the back as well, and was also removed x-rays were taken on unk dates. Four to six weeks later another veptr constuct was implanted from rib to pelvis.

Manufacturer narrative:
G1, h4: synthes is unable to determine the manufacture site or the manufacture date without a lot number. H3,h6: no evaluation could be made, no conclusion could be drawn as no device was returned.